Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump drive support cap. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump drive support cap was sticking out and no significant events leading to the damage was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test, however it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.